Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, significant resistance was encountered during the alignment of a 23mm sapien 3 valve in the descending aorta. Re-alignment was performed; however, the resistance was not resolved. Negative pressure was then applied to the balloon due to the possibility of the balloon being expanded. Some resistance was still encountered, but valve alignment was achieved. When the sapien 3 valve was advanced to the ascending aorta, blood was noted in the inflation device. Withdrawal of the valve back into the esheath was attempted, but failed. An attempt to pull the whole system (sheath, delivery system and valve) out together was made, but the system was ¿stuck¿ at the right common iliac artery (cia). The decision was made to remove the system by laparotomy. The delivery system was cut and removed from the patient. A new esheath, delivery system and valve were prepared and inserted from the left femoral artery. The new sapien 3 valve was successfully deployed. Post valve deployment, due to the severe damage in the right cia, the cia was tied and a femoral-femoral (f-f) bypass was performed. A stent-graft was placed from the abdominal artery to the left cia. It was reported that the patient had ¿recovered¿ by postoperative day (pod) 7 and was moved to the general ward. Information concerning the native annular diameter was not provided. Moderate valvular calcification was reported. The access vessel minimum luminal diameter (mld) measured 10.0mm with no calcification and no tortuosity reported. Also, no calcification or tortuosity was reported in the abdominal artery to the descending aorta.

Manufacturer narrative:
As reported through the (B)(6) reporting system, bleeding was observed from a gastro omental vein injury on postoperative day (pod) 1. The injury was surgically repaired. On pod19, the gastro omental vein injury was reported to be improved. Per medical opinion, the gastro omental vein injury was related to the tavr procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the delivery system was returned with the distal separated. The valve, nose tip and inflation balloon were returned separated from the delivery system. The nose tip was separated from the inflation balloon and the valve was returned over the inflation balloon. The most proximal end of the inflation balloon appeared to be missing balloon legs. The distal end of the inflation balloon did not appear to be missing any pieces. The balloon was torn next to the ic bond and the spring was stretched. Gouges were observed on the flex tip face and compression marks were also observed on the flex tip. During functional testing, the balloon shaft was able to be pulled to the valve alignment position. Full use of the flex and fine adjust were also able to be performed without any abnormalities observed. Dimensional analysis of the crimp balloon double wall thickness was performed. All measurements met specification. Pre-op CT and procedural cine were also provided for review. Procedural echo was not provided. Pre-op CT review demonstrated tortuosity with a ¿steep¿ angle in the right iliac artery. Heavy calcification at the distal abdominal aorta and bifurcation were also observed. Procedural cine review revealed valve alignment was performed in a non-straight section of the aorta. Tension was also observed on the flex catheter. The valve was canted and diving into the flex catheter. Tension / stretching was also noted on the delivery system during withdrawal. The un-deployed valve was observed in the right iliac artery prior to surgical removal. A new system was seen advancing through the left femoral artery. Impression / recommendations: a 3d reconstruction of the patient vasculature was created from the CT images provided. Tortuous right common iliac artery was seen with a steep angle. The valve alignment was not performed in the straight section of the aorta as recommended in the IFU and training manual. Tension/forces were seen during alignment with the valve diving into the flex catheter, causing the valve to be canted. The recommendation is to withdraw the delivery system with just the tip of the proximal balloon into the esheath and the valve stent on top of the esheath. Then remove the system as a whole. A review of the complaint history and lot history did not reveal any indications that a manufacturing non-conformance contributed to this event. No deficiencies with the IFU or training manual were identified. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the reports of the delivery system ¿ difficulty with valve alignment, balloon torn, and withdrawal difficulty were confirmed based on the condition of the returned device and imagery review. However, there was no indication that a manufacturing non-conformance contributed to the event. A definite root cause could not be determined. Valve alignment in a non-straight section of the aorta can cause the valve to unseat from the flex tip and ¿dive¿ into the lumen of the flex tip. If the valve is unseated during alignment, higher than usual valve alignment forces can occur. Excessive force used to attempt final alignment position can potentially contribute to the tear between the inflation balloon and crimp balloon. The valve ¿diving¿ into the flex catheter can also contribute to the reported withdrawal difficulties, and the subsequent need to surgically remove the system. Available information suggests that procedural factors and or patient factors likely contributed to the reported events. The exact cause gastro omental vein injury cannot be confirmed. Procedural factors (surgical retrieval of the devices) may have contributed to the injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.